Event description:
The company was informed that the pt experienced swelling over the implant site. A surgeon reportedly performed a puncture procedure. However, the pt's device was explanted due to device extrusion. The pt was implanted on the contralateral side with another advanced bionics cochlear implant. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is obtained.